Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and the battery cap was not able to fully tighten. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data revealed records of rebooting. The battery compartment was confirmed to be cracked. The returned battery cap was damaged with stripped threads and could not secure properly to the pump to maintain electrical connection. Power loss with rebooting was duplicated using the damaged battery cap. A test cap was placed securely on the pump and was able to power the pump for a 12-hour exercise without any interruption in power. Power issue duplicated due to damaged battery cap.